Manufacturer narrative:
No patient information provided after phone calls to the customer 06/15/2020, 06/17/2020, and 06/18/2020. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.